Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's pump showed high egv (it was showing a number but the patient couldn't recall the number shown on the pump). He wasn't feeling any symptom at that point but based on the g6 cgm readings he administered insulin using his tslim x2 pump. He noticed that the egv were not changing so he took insulin again via his pump. Then after a few minutes, the patient started feeling dizzy. The egv on the pump eventually showed "low". He became unconscious and his wife noticed. She called the paramedics and they game him IV fluids and glucose. There was no self treatment done nor any bg fs was taken prior calling the paramedics. They measured his bg fs and it showed 23 mg/dl, egv "low". They loaded the patient for transport to the hospital. When they arrived at the hospital, his glucose level was taken, bg 110 mg/dl, egv 300 mg/dl. That's also the time when the patient regained his consciousness. The doctors advised that the cgm was inaccurate. The patient stayed in the emergency room (ER) in less than 24 hours with continuous IV fluids and monitoring of his bg fs. His last reading before being discharged was 177 mg/dl. The patient is currently feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The paramedics took the patient's blood glucose and it was reported to fall within the a zone of the parkes error grid. At the hospital, the patient's blood glucose were checked and it was reported to fall within the c zone of the parkes error grid. No additional patient or event information is available.